Manufacturer narrative:
The device was returned to olympus for inspection. There was no customer allegation date of event is unknown, additional information will be provided if available. Based on the results of the investigation a root cause could not be identified. The most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failure was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the failures related to white foreign material was a known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign objects in the air water tube and cylinder and forceps elevator was observed. There was no patient involvement.